Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the multi-link would not cross the lesion and was removed into the guiding catheter, contrary to instructions for use. The stent separated from the delivery system, and a snare was used to retrieve the stent from the periphery. The case was successfully completed with the placement of another company's stent. Reportedly no pt injury was associated with this event.